Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the suction pump of the console was not operating properly, however a cause of the reported event could not be determined. To resolve the issue, the technician replaced the suction pump. The unit was tested, confirmed to be operating according to specification, and returned to service. The log files for the trufreeze system were reviewed and no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
Contrary to the previous report, the log files were not obtained for review. No additional issues have been reported.

Event description:
The user facility reported that their trufreeze console generated a suction error during their daily startup process. Patient procedures were postponed for the day. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.